Event description:
It was reported that the trained physician attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. During splitting of the sheath, the vessel locator button moved back and the vessel wings collapsed. The system came out of the pt before the clip was fired; manual compression was used to achieve. The device clip fired outside of the pt. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number has not been reviewed. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.